Event description:
On (B)(6) 2022, it was reported by a arthrex employee via sems that an ar-8350pr powerasp inner cylinder broke off. This was discovered during an unspecified procedure with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.